Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on september 9, 2025. Block h6: imdrf device code a22 captures the reportable event of bands falling off varix. Imdrf impact code f2202 captures the reportable event of an endoscopic procedure. Block h11: block e1 (initial reporter city) has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an enterescopy procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoid ligation. It was reported that, the day after the procedure, the band fell off the patient's body. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 9, 2025. It was clarified that the procedure occurred on (B)(6) 2025. After two days, the device was dislodged on (B)(6) 2025. Another inter hemorrhoid ligation procedure was performed using a ligation device to resolve the event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an enterescopy procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoid ligation. It was reported that, the day after the procedure, the band fell off the patient's body. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.